Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Unit received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to verify failed battery test, perform displacement test, self test, and current measurements due to display anomaly. Unit received with pillowing keypad overlay and minor scratches on case. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a battery failed alarm. Contacts on the battery cap were not missing, damaged or corroded. The insulin pump did not turn on after resetting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.